Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to FDA: (B)(4) 2018. Evaluation summary: a representative sample was returned for evaluation. During the visual inspection of the unopened sample, no defects were found on the package. The sample was opened and the swage and attachment area were as expected; also, the tip and body of the needle no defects or needle breakage were observed. The suture was dispensed without problems and examined along of the strand and no defect were observed. Also, the sample was tested by resistance test to needle and the needle met the requirements. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. The actual sample was returned for evaluation. A fracture was observed at the suture attachment of the needle. The fracture surfaces and surrounding area of the needle were examined. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage, a cup-and-cone shaped fracture and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. The needle breakage was confirmed.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent unknown procedure on (B)(6) 2018 and suture was used. The needle broke during closure of the abdominal fascia. The needle parts were retrieved from the patient during the procedure. A new device was used to complete the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.